Event description:
Additional information received reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved on (B)(6) 2014. The patient was also still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient would have an appointment on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v593552, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Therapy was good for 6-10 months after implant. The patient went from wetting 3 times a day to wetting 1-2 times per day. Starting 6-10 months after implant the patient began wetting 3-6 times a day. Stimulation was in the same location but the patient did not feel it constant as sometimes they didn't feel stimulation as much. It was noted that the patient fell and got a concussion on (B)(6) 2013 but the fall did not match the loss of therapy. The manufacturer's representative reprogrammed the patient 2-3 months ago. It was reported that the patient's health care provider (hcp) did a pelvic x-ray month and a half ago and everything was in place. The patient had another appointment in (B)(6). The patient noted dissatisfaction with their hcp service. The patient noted hcp never has time to explain things and she never knew what to expect from ins/therapy. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information received reported that the patient had a loss of therapeutic effect and for the last 6 to 7 months they had been using more pads. The patient had tried adjusting the device but they didn¿t feel the therapy was working as well as it did in the beginning. It was noted that the patient¿s hcp wasn¿t very good and the patient had some memory problems and was not sure how the therapy and programmer worked. The patient had a shocking or jolting sensation related to positional changes only. It was reported that due to physical therapy the patient was doing knee bends. There was no known accident or incident related to the event. It was noted that the patient wanted to know if the patient programmer needed to be turned on at all times and if they needed to carry it with them everywhere they went.